Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance steady at 400 ohms through (B)(6) 2016, rises out of range (> 3000 ohms) starting (B)(6) 2016. Patient alert for lv tip to rv coil lead impedance > 3000 ohms on (B)(6) 2016. Concomitant products: 7122q lead, 1999 lead, implanted (B)(6) 2010.

Event description:
It was reported that a lead alert triggered due to high impedance on the left ventricular (lv) lead. High thresholds and non-capture were also observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.